Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 1.3,5.7, and 3.9 mmol/l.tests were done within 20 minutes. Patient did not experience any adverse events. No further information has been reported.